Manufacturer narrative:
The following sections were updated: b4, b5, d4, g4, g7,h2, h3, h4, h6 and h10. UDI#: (B)(4). Product evaluation: product review of the skin graft mesher sn (B)(6) by dover on (B)(6)2020 revealed that the comb was bent. The pre-repair calibration and test cut could not be performed due to the bent comb. The gear had visible wear. Product repair: repair of the device was performed by dover on (B)(6)2020 which included replacement of the following: comb and gear the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the place where you lay the roller is bent or damaged, malfunction happened during assembly. No harm nor delay to a procedure. No adverse events were reported as a result of this malfunction.